Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney via manufacturer representative regarding a patient. It was reported that the patient sustained injuries in an automobile accident. As a result of the collision, the patient¿s implantable neurostimulator (ins) was affected. The patient now must charge their ins for four hours daily, as opposed to the weekly charging prior to the incident. No patient symptoms were reported and there were no complications. Indication for use is unknown.